Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture, noise and oversensing. Lead fracture was suspected. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture, noise and oversensing. Lead fracture was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead triggered a lead safety switch (lss) due to low out of range pacing impedance measurements bellow 200 ohms. This rv lead remains in service. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture, noise and oversensing. Lead fracture was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead triggered a lead safety switch (lss) due to low out of range pacing impedance measurements bellow 200 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed.